Event description:
Poor flow through right upper arm av graft. Fistulogram completed. Moderate amount of nonocclusive thrombus was noted. Percutaneous declot of fistula was attempted with arrow ptd device. Resistance was noted. Device was removed, it was noted that the tip of the arrow device was missing. The tip was retained in the distal aspect of the arterial limb per fluoroscopy. Angioplasty completed as planned. Tip of arrow left in the arterial limb as it was embedded - no further intervention required. No harm to patient.